Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: expander was out dated.

Event description:
Healthcare professional reported unknown side "sizers being used were expired".